Manufacturer narrative:
The involved cycler was not received for evaluation. All devices must meet all quality criteria and manufacturing specifications prior to release. The evaluated log file supported the performance was without deficiency and was unremarkable. There was no indication of a device malfunction from the available information. UDI:(B)(4).

Event description:
A report was received on (B)(6) 2023, from a therapy specialist regarding a 73 year old male critical care patient with multiple comorbidities. The patient went into pulseless electrical activity (pea) approximately two minutes into treatment with the device on (B)(6) 2023. Additional information was received on (B)(6) 2023, from the nurse who stated a code blue was called and unsuccessful advanced cardiovascular life support measures were performed.